Manufacturer narrative:
H10: per the information obtained from the customer, the reprocessing status was unable to be confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is inspectable and preventable by handling the device in accordance with the following sections of the instructions for use: - inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. - prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward knob was out of the standard value due to wear of angle wire, adhesive on bending section cover had a chip, a crack, and a scratch, light guide lens had a crack and discoloration, scope cover had a scratch and discoloration, connecting tube had a scratch, objective lens had discoloration, scope connector cover unit had a scratch, scope connector had discoloration and a scratch, protector of universal cord on scope connector side had a scratch, universal cord had a scratch, flexibility adjustment ring had a scratch, grip had a scratch, switch box had a scratch, switch #1 had a scratch, suction cylinder had a scratch, forceps elevator lever had a scratch, forceps elevator knob had a scratch, upward/downward/right/left knob had a scratch, and the image has black dots due to damage on charged coupled device unit. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. It is unknown if there were delays in the start of the pre-cleaning and if there were any abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with air and water, and the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle exhibited foreign objects. There were no reports of patient involvement.